Event description:
The patient was receiving an iron transfusion when the patient reported that her IV was leaking. The rn investigated and found that the leak was happening between the end of the j loop and the blue clave that is attached to it. This is a new device to our facility. This device has a blue clave that is attached to the distal end of the j loop. Previously, the distal end of the j loop on our past product had a luer lock--this product does not. Staff report that they have had multiple leaks from the distal end of the j loop where the blue clave connects. Some have noted that the clave is tightly attached and others are loose. In this case, the medication being infused was iron. The facility has removed these devices from use temporarily until the problem can be resolved or another product located. The manufacturer was notified by purchasing staff at the time of the event. No harm came to this patient or staff, but we are concerned that the leaking could pose a risk if chemo were spilled.====================== health professional's impression======================the blue claves are not secured to the distal end of the j loop.====================== manufacturer response for veniloop connector with clave, j loop======================(B) (6) was notified prior to (B) (6).

Event description:
The patient was receiving an iron transfusion when the patient reported that her IV was leaking. The rn investigated and found that the leak was happening between the end of the j loop and the blue clave that is attached to it. This is a new device to our facility. This device has a blue clave that is attached to the distal end of the j loop. Previously, the distal end of the j loop on our past product had a luer lock--this product does not. Staff report that they have had multiple leaks from the distal end of the j loop where the blue clave connects. Some have noted that the clave is tightly attached and others are loose. In this case, the medication being infused was iron. The facility has removed these devices from use temporarily until the problem can be resolved or another product located. The manufacturer was notified by purchasing staff at the time of the event. No harm came to this patient or staff, but we are concerned that the leaking could pose a risk if chemo were spilled.====================== health professional's impression======================the blue claves are not secured to the distal end of the j loop.====================== manufacturer response for veniloop connector with clave, j loop======================(B) (6) was notified prior to 9/29/10.